Manufacturer narrative:
Beckman coulter customer technical support (cts) provided troubleshooting instructions over the phone for the au680 chemistry analyzer. The customer is a new customer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Customer technical service instructed the customer to replace the pinch valve, roller pump tubing and complete enhanced ise cleaning (manual) which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low potassium (k) patient results on their au680. The erroneous results were reported out of the laboratory. The customer stated two (2) patient reports were amended. There was no report of an adverse event or change in patient treatment in association with this event. There was no report of sample integrity issue. The customer provided data for sixteen (16) patients.